Event description:
It is alleged that the distal clevis was discovered to be broken after the instrument was inserted into the pt. It was reported that the surgeon searched for the part within the pt, but was not able to locate it, and it was not confirmed that the piece, in fact, broke off after insertion into the pt. No pt harm was reported.